Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. After an initial visit, it was determined that the fuses needed to be replaced. After fuse replacement, the issue was not resolved and a new viewing station computer was ordered. A replacement computer was sent to the site on 24 november 2014. After replacement in an additional site visit, the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The viewing station computer was returned to the manufacturer for analysis. The computer's testing found that the fan for the system was running at all times. Which is outside of specifications. This confirmed an electrical based failure. No fuses have been received by the manufacturer for evaluation. This event was identified during a retrospective review as discussed with the (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of MDR's filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while outside of a procedure. That the imaging system's viewing station would not power on. The system was reported as down until a medtronic representative visited the site. No initial troubleshooting was performed. There was no patient present when this issue was identified.